Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the general check, the device alarmed with tf (B)(4).